Event description:
The patient experienced increased pain and was unhappy with the stimulation; it was not what she wanted. She experienced undesirable stimulation. The system was explanted. The patient recovered without sequela.